Event description:
It was stated that error 1720 occurred during infusion. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿that error 1720 occurred¿ was confirmed. An error (error code 1720) was recorded in the event log several times. The root cause of the event was an anomaly in the components (the backup capacitor and the lithium battery) and were therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.